Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's therapy was no longer adequate and high impedances were observed on a number of lead contacts. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was discarded.